Event description:
Country of complaint: (B)(6). Screwdriver is broken just at the point which will hold the screw in place on the screwdriver when introducing it to the patient. First screwdriver broken while being used by the surgeon; then after replacement, the second screwdriver broke while being used by different surgeon. Both devices broke in the same surgery. The second screwdriver broke at the last moment. As the screwdriver broke just before the end, the screw is not all the way introduced. The surgeon was not able to end the surgery successfully because of the breakage. The screw could not be tightened as intended. No delay reported. The screw is not well positioned in the patient, so a revision surgery might be necessary to replace the screw.

Manufacturer narrative:
Us agent notified (B)(4) 2013. Device are being evaluated at the manufacturing site.